Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable ". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient used purewick female external catheter in the hospital and expressed latex allergy to nurse. Patient stated that they must have used an old wick with latex because patient had a terrible allergic reaction with vaginal blisters. The nurse stated that there was no longer made wicks with latex and be sure by checked the package on each wick it should said that not made with natural rubber latex. No medical intervention was reported. Per follow-up via phone on 17apr2023, it was reported that the customer had latex allergy and when they were in the hospital a nurse used a wick that had latex and caused them to had an allergic reaction consisting of blisters on their vagina. They were treated by their doctor with an antibiotic ointment that they did not know the name of.

Event description:
It was reported that the patient used purewick female external catheter in the hospital and expressed latex allergy to nurse. Patient stated that they must have used an old wick with latex because patient had a terrible allergic reaction with vaginal blisters. The nurse stated that there was no longer made wicks with latex and be sure by checked the package on each wick it should said that not made with natural rubber latex. No medical intervention was reported. Per follow-up via phone on (B)(6)2023, it was reported that the customer had latex allergy and when they were in the hospital a nurse used a wick that had latex and caused them to had an allergic reaction consisting of blisters on their vagina. They were treated by their doctor with an antibiotic ointment that they did not know the name of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.